Event description:
The customer reported a leak inside the unicel dxh 800 coulter cellular analysis system. The volume of the leak was about 100 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found evidence of a leak around the flow cell. The fse was not able to determine the exact location of the leak so he reconnected all of the tubing connected to the flow cell and tightened all the tubing collars. The leak was repaired by reconnecting and tightening the collars of all the tubing connected to the flow cell. The fse verified that the instrument was running without any leaks. (B)(4).